Event description:
The following has been reported by customer: pump not showing connected to ac power. Pump originally brought in because it wouldn't download newest drug library.pump also due for pm soon, so tried to connect to partner, but pump wouldn't read as connected to ac power.when the battery was taken out to be changed, the power supply board was visibly pushed inwards, indicating damage to the board.when opened, the power supply board was not correctly installed, and once removed, the pins connecting the top board to the bottom was noticeably dettached from the board, probably from a rough drop.power supply board was replaced, and when battery and power were reconnected, pump responded normally. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the pump shows several damaged parts. For this reason, damages were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a.